Event description:
It was reported that this patient experienced syncope after this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an electric shock. Technical services (ts) advised that this s-ICD be interrogated with a programmer. Subsequently, it was determined that the shock was due to oversensing of myopotential noise. This s-ICD was explanted and replaced with an implantable cardioverter defibrillator (ICD) transvenous system. As of today, this product has not been received by boston scientific for full investigation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient experienced syncope after this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an electric shock. Technical services (ts) advised that this s-ICD be interrogated with a programmer. Subsequently, it was determined that the shock was due to oversensing of myopotential noise. This s-ICD was explanted and replaced with an implantable cardioverter defibrillator (ICD) transvenous system. As of today, this product has not been received by boston scientific for full investigation. Later, this device was received by boston scientific for full investigation.